Event description:
Representative (rep) was notified on (B)(6) of the charging/ controller issue but she said she spoke with customer service and not made aware of the intensity increasing on its own.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for 3 months now, they have been having different issues with their controller. Patient mentioned that they have been talking with their representative(rep) and that they have done a lot of troubleshooting but patient continues to have issues. Patient mentioned that there were times wherein they have been sitting for hours but, they're not able to charge the implant. Another issue was the intensity of the stimulation would increase on its own. Rep has advised the patient to call patient services for controller replacement. Agent sent a request to repair to replace the controller.